Event description:
It was reported that during a breast biopsy procedure, using the probe their tissue marker would not deploy. They changed markers and finished the case. No pt data available.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle, clear tip sheared at distal tip. Evaluation summary: the analysis results of the mam3008 found that it was received with the introducer tube detached from the handle and with the tip sheared off, the piece was missing. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the tip of the introducer tube sheared off is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A corrective action has been initiated to address the root cause of the tip of the introducer tube sheared off and marker deployment issues. The batch record was reviewed and no anomalies were noted during the mfg process.